Event description:
The customer stated that he was hospitalized for low blood glucose levels. The value was unk. Prior to the event, the customer experienced low blood glucose levels for five days. Two days prior to the event, the customer filled a new reservoir, and the next day it was completely empty. Troubleshooting was performed, and all of the history appeared correct. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.